Event description:
In 2008, the sales rep called and reported that during a thoracic lumbar, it was noticed that the tip is missing a chunk of metal so it would not hold the screw properly. Add'l info received on 13 mar 2008 via telephone, the sales rep reported that at the start of surgery the scrub tech was attempting to load the driver on the back table, when it was noticed that the driver would not hold the screw properly. The scrub tech then loaded the other driver and the surgeon finished the case as intended with the other driver that was in the kit.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.